Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out of the evaluation. The evaluation results are as followed: the mouth broke off at the thinnest point of the jaw insert. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the subject device broke and fell into the patient's body during procedure occurred due to the application of excessive force and wear and tear. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified therapeutic surgery, the tip of this forceps broke and fell into the patient's body. The broken part was recovered. The procedure was completed with similar device. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This device was returned for evaluation and the allegation was confirmed. It was assumed that the forceps broke due to deterioration due to long-term use , overloading the forceps, or a combination of these. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.